Event description:
Healthcare professional reported a xen®45 gts "slider don't move well" during implantation in left eye. Surgery was completed with second xen®45 gts device. No eye injury noted.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. The event is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
Device analysis: a visual evaluation of the xen injector was performed. No damage was observed. The needle cover was returned attached to the injector, and the retention plug and cam lock were each detached and not returned. The slider knob of the injector was found between the start and end positions, the needle was found extended, and the bevel selector was found in the center position. A functionality test was performed. During the functionality test, smooth operation of the slider knob in each bevel position (traveling the entire distance) was observed. Slider resistance is not verified since no damage was observed and since smooth operation of the slider knob in each bevel position (traveling the entire distance) was observed during the functionality test. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported a xen®45 gts "slider don't move well" during implantation in left eye. Surgery was completed with second xen®45 gts device. No eye injury noted.